Event description:
The reporter indicated that the vns system was explanted due to a product problem. It was further reported that the pt was experiencing neck pain. During the generator replacement, the surgeon ran a lead test that resulted in a dc dc code of 7, limit and high which indicates a potential device or connection problem. The surgeon reconnected the lead to the generator and received an acceptable reading (dc dc code of 2) indicating the device was functioning as intended. It was reported that pt is now experiencing pain in the area of the new generator. However, the physician reported that the pain is related to the implant surgery, the pt is doing better, and no further intervention is planned. Available programming history was reviewed. The programming history contained data from the date of implant to approximately 3 months prior to the reported event. The last recorded lead test, performed approximately 5 months prior to the reported event, resulted in a dc dc code of 2, and eri (elective replacement indicator) no, indicating that the device was functioning properly at that time. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that indicated device malfunction.